Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 82-year-old male patient needing an impella cp for mechanical circulatory support. While attempting to place the impella, the left ventricle (lv) wire access was lost, and the wire was removed. While crossing the lesion, the stent came off the delivery system. While attempting to retrieve the stent, another interventional balloon broke from the shaft. Advanced cardiac life support protocol was initiated. The impella was unable to be crossed into the lv and efforts were stopped.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Medical safety officer had reviewed the event and determined a serious injury type of reportable event; the use of the device cannot conclusively be associated with the outcome (patient's demise). This report was filed as part of a retrospective review of historical records. During review of the complaint file it was noted a follow-up report was required to address missed and erroneous (unwittingly provided) information. Therefore, updates are captured the respective sections of this supplemental medwatch report accordingly: section b1: adverse event and/or product problem section b2: outcomes section b5: event description section h1: type of reportable event section h6: health effect/medical device/component codes section h10: additional manufacturer narrative note: investigation outcome statement(s) and its h6 coding (type, findings and conclusions) remains unchanged as previously reported under follow-up 1 report.

Event description:
The complainant reported the insertion of impella cp device as a bailout was unsuccessful. The patient presented with non-st-segment elevation myocardial infarction. Angiogram showed a "tight" left anterior descending artery lesion. Percutaneous coronary intervention (pci) was initiated. While crossing the lesion, the stent came off the delivery system. During an attempt to retrieve the stent with a balloon catheter, its catheter shaft "broke," and the patient began coding. The decision was made at this point to urgently place an impella cp device for mechanical circulatory support (mcs). While attempting to place the impella cp device during cardiopulmonary resuscitation (CPR), the left ventricle guidewire was lost. The guidewire was removed, and physician attempted to cross wirelessly as a last effort. The patient was under CPR between 35 to 40 minutes; the impella cp device was unable to cross into the left ventricle, efforts were discontinued, and the patient would subsequently expire from the cardiac arrest event that started during pci stent dislodgement retrieval attempt.